Manufacturer narrative:
(B)(4). Date sent: 05/19/2023. B3: unknown, assumed 1st day of month that the complaint was reported. D4: batch # unknown. Per photographic evaluation: this is an analysis of three photos submitted for evaluation. During the visual analysis, the following was observed: the three photos show a piece of tissue with two malformed staples on it. However, it could not be confirmed that the malformed staples in the photo belong to the gcs40g device. A manufacturing record evaluation was performed for the finished device lot number x95340, and no non-conformances were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be field as appropriate.

Event description:
It was reported that during an unknown procedure, fired in the usual manner having waited 60 seconds for tissue compression. The staple line looked deformed in the middle. It¿s all a bit odd as the staple line on either side looks absolutely fine but there are definitely malformed staples. There was no resistance on firing and the specimen lifted out cleanly. Thankfully the patient seems to have done absolutely fine (there was no join, this was a closed short rectal stump). In addition, the surgeon thinks that the patient previously had a pph procedure, and it may be that this staple line crossed that one, which may be relevant.

Manufacturer narrative:
(B)(4). Date sent: 6/20/2023. D4: batch # 806a50. Investigation summary the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that the gcs40g device was received with no apparent damage and with a reload loaded in the device. The reload was received fully fired, the washer partially cut and the knife recessed below the reload deck. The drivers were exposed. In addition, the washer was noted to have nicks on the uncut area. The device was tested for functionality with a test reload and the device fired, forming all staples and cutting as intended. The cut line and the staple line were completed and the staples meet the staple form release criteria. The condition of the reload is consistent with the device being partially activated. As a result of the partial firing the lockout was engaged when the device was reopened. Do not fire the instrument unless the closure trigger is properly latched against the handle. The firing trigger must be pulled back completely against the closure trigger to properly fire the instrument. In addition, if the firing sequence is not complete, you could deploy the staples without cutting the washer and forming the staples. Please reference instructions for use for additional information. As part of ethicon endo surgery¿s quality process all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number 806a50, and no non-conformances were identified.